Event description:
Staff entered patient's room for vital check. When the pulse oximeter sensor was applied to the patient's finger the patient stated "ouch! It feels like there is electricity running up my arm." The sensor was removed from the patient's hand and the patient stated that she felt relief. The unit was removed from service and checked out by biomed. Biomed was not able to duplicate the problem. The plastic sheet which covered the cable for the finger sensor had pulled away from the sensor head exposing the wiring, but no bear wiring can be seen. The finger sensor was replaced and all power checked.manufacturer response (as per reporter) for monitor, vital signs, 4415cthe initial representative took my information and stated that she will forward the information to the proper division and they will get back with me.